Event description:
It was reported that the patient presented for a device change out for eri when externalized conductors were observed on the rv lead. The lead was capped and competitively replaced on (B)(6) 2017. The patient condition was stable post procedure.